Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was not delivered properly. The customer¿s blood glucose level was 250 mg/dl at the time of incident and customer¿s other blood glucose level was above 250 mg/dl and 140 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as dizzy and nausea. The device will not be returned for analysis.